Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It is reported faulty needle filter causing leak. Event description: material # 305211, batch # 4031348. On 15jul2025 was informed of an event with eylea 8mg vial kit which was categorized with the defect component issue ci ¿ broken filter needle the office staff reported the following: ¿the filter needle was faulty. The medication was leaking from the filter needle during the withdrawal of the medication from the vial, thus there was not enough medication to retrieve the full dose.¿

Manufacturer narrative:
(B)(4) follow up: it was reported the filter needle was faulty, causing medication to leak during withdrawal from the vial. Our quality team has completed a device history record review for material number 305211 and lot number 4031348. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary.